Event description:
On an unreported date in (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date in 2010, a break in aseptic technique occurred (described as the patient made mistake), the patient did not wear a mask, and the area was not clean before starting pd. On (B)(6) 2010, the patient experienced peritonitis. The patient was not hospitalized for the peritonitis. On (B)(6) 2010, the patient received a loading dose of vancomycin 2 gm ip to be administered once in five days. On the same day, the patient also began treatment with meropenem 1 gm ip once daily. Outcome for the events of break in aseptic technique/did not wear a mask/area not cleaned before starting pd and peritonitis were not reported. Remedial treatment with meropenem was ongoing. Dianeal therapy was ongoing. The nurse believed that the event of peritonitis was unrelated to dianeal therapy. The reporter did not provide an opinion of causality for the event of break in aseptic technique/did not wear a mask/area not cleaned before starting pd. The reporter believed the cause of the peritonitis was the break in aseptic technique/did not wear a mask/area not cleaned before starting pd.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.